Event description:
The physician inserted the occlusion balloon wire into the pt and advanced it into the pt's right coronary artery. The pt had two lesion sites that needed to be treated. The physician inserted a pre-dilitation balloon and a stent delivery system and successfully placed the stent. The physician then inflated the occlusion balloon to occlude the right coronary artery. The physician injected a small amount of contrast to verify occlusion of the vessel and was confirmed. The physician inserted the second stent delivery catheter and successfully placed the stent. The physician wanted to verify occlusion and injected a small amount of contrast and discovered that occlusion was lost. The physician was unable to aspirate the vessel. The case was completed without protection. The pt is reported to be fine.